Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the hub separates from device 15 times and scale marking are difficult to read prior to use with a bd syringe 0.3ml 31ga 6mm. The following information was provided by the initial reporter: it was reported that the needle hub separates when removing shield. Also reported that scale markings are difficult to read.

Manufacturer narrative:
H.6. Investigation summary: customer returned two (2) loose 0.3ml bd insulin syringes. Consumer reported that the shield was difficult to remove and the needle hub separates when removing shield; also reported that scale markings are difficult to read. Both returned syringes were examined, and it was observed that both syringes exhibited a needle hub/shield assembly separated from the syringe barrel; no damage to the barrel tips was observed. No evidence of manufacturing defect regarding the scale marking was observed. A review of the device history record was completed for batch# 9252570. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200845676] noted that did not pertain to the complaint. There was one (1) notification [200845565] noted for missing zero line. There were two (2) notifications [200845567, 200845495] noted for out of spec shield pull. Based on the samples received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (hub separates). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (scale marking light/illegible). Root cause for this defect cannot be determined. CAPA 1630423 has been opened to address this issue.

Event description:
It was reported that the hub separates from device 15 times and scale marking are difficult to read prior to use with a bd syringe 0.3ml 31ga 6mm. The following information was provided by the initial reporter: it was reported that the needle hub separates when removing shield. Also reported that scale markings are difficult to read.